Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Customer advised that when she goes to administer her insulin, the 31g syringe does not administer the entire dose of the insulin that had been drawn into it. The package had not been open or damaged when received by the customer. The customer has been using the product out of this package for about one month. The customer feels well and did not report any symptoms. The customer is not claiming they were injured using the syringes and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were returned - product evaluation in-process. Note: customer contacted manufacturer on 02-oct-2023 - customer stated the initial issue has been resolved. Customer did not go to the pharmacy for replacement product - manufacturer had contacted the pharmacy on behalf of the customer and pharmacy will contact the customer regarding replacement product.

Manufacturer narrative:
Sections with additional information as of 29-jan-2024: h3: was the device evaluated by the manufacturer; if the device was not evaluated, select from the approved FDA codes or select 'other' and enter text in h10. H6: updated FDA¿s type, findings and conclusions codes. H10: syringes (5) were returned - unable to ship to manufacturer due to biohazard. Scrap returned product. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.